Event description:
Revision surgery found poly wear and delamination on the lateral side of insert.

Manufacturer narrative:
Non-destructive visual evaluation was performed on one cat# 86-4616, pfc pli tibial insert. The ultra high molecular weight polyethylene insert showed pitting, cracking and delamination wear on both condyles. The inferior side of the insert showed burnishing and mild pitting. There were no apparent material or mfg defects noted on the device. At this time, jjpi considers this file to be closed.